Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels that ranged from 49-54 mg/dl. Customer alleged that basal rates needed to be adjusted. Customer adjusted basal rates to address the issue.